Event description:
It was reported that this right ventricular (rv) lead was explanted due to loss of capture (loc) at 7.5 volts at 2.0ms in bipolar and unipolar. A microdislodgement was suspected, as the lead appeared in the same place through fluoroscopy. No additional adverse patient effects were reported. The product is not expected to return as it was thrown away in the trash.